Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
The reported complaint that "autopulse platform (sn (B)(6)) displayed fault code 41 (patient temperature sensor failure)" was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaint was temperature sensor failure, likely due to the aging of the device. The autopulse platform was manufactured in june 2016 and is 7 years old, well beyond its expected service life of 5 years. The customer reported a secondary complaint of the intermittent fault code 29 (loss of brake connectivity) was confirmed during the archive data review but not during the functional testing. Based on the archive, the root cause of the reported error was the failed power distribution board (pdb), likely attributed to an aging device. The power distribution board (pdb) was replaced to address the fault. During visual inspection, unrelated to the reported complaint, it was noted that both of the head restraints were cut from the top cover of the autopulse platform, likely attributed to mishandling. The head restraint wires could have been cut to free the patient from the platform or the user could have been lifting the platform by holding the head restraints. The cut or damaged head restraint does not render the autopulse platform non-functional. The top cover needs to be replaced to address the reported damage. In addition, missing screws and a cracked front enclosure were noted, unrelated to the reported complaint. The observed physical damage was likely attributed to user mishandling. The missing screws were installed to remedy the issue and the front enclosure needs to be replaced to address the reported damage. The customer elected not to replace the top cover and the front enclosure. A review of the archive data showed multiple fault code 41 (patient temperature sensor failure) occurred around the customer's reported event date, confirming the reported complaint. Based on the archive data, patient temperature sensor failure occurred with the sensors reading 79 °c. The patient contact surface temperature sensor values were outside of the normal range of 45°c during the power-on-self-test or take-up. Also, the archive data showed multiple fault code 29 (loss of brake connectivity) occurring around the customer's reported event date, confirming the reported complaint. During functional testing, the autopulse platform stopped after performing a few compressions and displayed fault code 41, confirming the reported complaint. During troubleshooting, the temperature sensor and its cable connection to the power distribution board (pdb) were inspected, and there were no loose connections or issues. The zoll service personnel verified that it was properly cooling the drivetrain motor and other major heat-producing assemblies. The failed temperature sensor was replaced to remedy the fault. Following the service repair, the platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During the device check, the autopulse platform sn (B)(6) displayed a fault code 41 (patient temperature sensor failure). In addition, the platform intermittently displayed the fault code 29 (loss of brake connectivity) error message. Per the reporter, the platform is usually stored in the emergency vehicle, and fault code 41 was noted on the hard surface. No patient involvement.